Event description:
(B)(4)

Manufacturer narrative:
The device was returned to resmed (B)(4) technical center. During the eval of the device, it was found that the inspiratory flow sensor was out of calibration. The sensor was recalibrated to address this issue. There was no pt injury reported for this incident. (B)(4).